Event description:
It was reported that a patient underwent a t4-11 expedium system implantation in order to correct for scoliosis. The physician noticed that the saddle portion of one uniplanar screw was twisted at a 90 degree angle, thus preventing the screw from being able to be fully seated in the rod. The surgeon suspects that the incident happened intra-operatively while advancing the screw, though he was uncertain if the product problem was pre-operative. The screw could still be loaded on the screwdriver, so the screw was removed and replaced in order to complete the procedure.

Manufacturer narrative:
Visual inspection of the exp ti uni screw 7mm x 35mm noted the following: significant marking/scratches on the side of the tulip head that is etched with the screw size; minor scuffing on the side of the tulip head that is etched with product code; saddle was dislodged and oriented 90 degrees from its intended position; and also, (2) 3.0 mm side holes showed evidence of being swaged. A review of the device history record for the single inner setscrew found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. Review of complaints found no significant trends. The root cause cannot be positively determined, but based on the device evaluation and reported complaint event, it is likely that the saddle was subjected to a higher than anticipated load resulting in dislodgement. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.